Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found all strips tested read e11. E11 indicates exposure to moisture, which was most likely caused by the open bottle cap. Results were satisfactory using qa retention reagent.